Event description:
Patient reported "deflation". Patient later reported "itching" and "implant don't look right". Later, healthcare professional reported "saline rupture". This record is for the right side. Device remains implanted. The device will be returned upon explantation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". Patient later reported "itching" and "implant don't look right". This record is for the right side. Device remains implanted.